Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including but not limited to extreme pain, vaginal scarring, and pain with any penetration, urinary problems, mesh erosion, and other injuries.